Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making weird noises and was alarming an unexpected restart alarm. It had prompted her to clear the alarm. The customer stated the insulin pump counted up several times and went blank several times. The customer¿s blood glucose level was unknown. Troubleshooting was performed. It was noted that time was not retained on the insulin pump. Customer stated the insulin pump was not stored or not in use for an extended period of time. The alarm did not occur shortly after inserting a new battery. The unexpected restart alarm was recurring during normal insulin pump use. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display, audio/beep anomaly and unexpected restart alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.